Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy under the front te pad. The patient¿s physician prescribed ointment for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.